Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, sleep current measurement, active current measurement and displacement test due to blank display. Unit received with cracked keypad overlay, broken belt clip rails, pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had glass screen frame was dented. The insulin pump was dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.